Event description:
It was reported that during a device change out externalized conductors were noted on the right ventricular lead. The patient was asymptomatic and no electrical anomalies were observed on the lead. The lead remains implanted and the patient will continue to be followed routinely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.